Event description:
Two 1.5 mm matrixmidface screws broke upon insertion into the bone for a midface surgery. The screws broke at the shaft and at the coupling. All fragments were retrieved from the pt and the surgeon inserted new screws after first pre-drilling the holes. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn, as no device was returned or catalog number or lot number provided.